Manufacturer narrative:
(B)(4) evaluated the device, and the condition was confirmed. The inspection cover, which is a press-fitted disc that snaps into an o-ring on the unit, was found to be damaged. It gets removed from the unit during performance testing in order to assess the oil drip rate. The cover is not permanently affixed, and could have been loosened due to handling at the customer site. Evidence suggests it came off when the pedal was depressed due to a small amount of internal air pressure released into the chamber below the cover. The pressure gauge was found to meet specifications, and no problems were noted with it. (B)(4).

Event description:
Report received from us reported stated that when the sales representative depressed the foot pedal to test the unit prior to surgery, "the silver circle between the muffler insert and the psi gauge flew off of the foot pedal". Reportedly the pressure read 150 psi but the foot pedal only went to 90 psi. The device was not used in surgery. No injury or medical intervention occurred. There was no additional information provided.